Manufacturer narrative:
The insulin pump was received with cracked end cap and alarmed motor error alarm during rewind test due to corroded motor home switch. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that they could see gap between the bottom the insulin pump and the internal components. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.